Event description:
The customer reported that the device was failing to pace.

Manufacturer narrative:
The customer reported that the device was failing to pace. Philips evaluated the device, and was able to duplicate the reported symptom. The power pca was found to have failed. Replacing the power pca resolved the symptom, and the device passed all testing.